Event description:
It was reported that high defibrillation impedance and noise resulting in oversensing was observed on the right ventricular (rv) lead. An rv lead fracture was suspected to be the cause of the event, but this was not confirmed. An rv lead revision procedure was attempted, but there was no access for a new lead and it was aborted. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.